Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up with the patient, the device was showing premature battery depletion. The battery had been declining rather quickly over the last 18 months. In january 2018, the battery longevity was 9 years. In october 2018, the battery was showing 6.5 years. During the most recent follow-up, the device was showing 3.5 years remaining. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine follow-up with the patient, the device was showing premature battery depletion. The battery has been declining rather quickly over the last 18 months. In (B)(6) 2018, the battery longevity was 9 years. In (B)(6) 2018, the battery was showing 6.5 years. During the most recent follow-up, the device was showing 3.5 years remaining. Technical services has been notified to do a disk analysis. No further updates have been provided from the field at this time. The device currently remains implanted.